Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out-of-range right ventricular (rv) lead shock impedance measurement. Boston scientific technical services (ts) noted that the shock impedance values over the past year have been between 80-90 ohms. All other trends seem to be stable. There was no evidence of noise in the stored episodes. Ts suggested that the sudden jump of shock impedance may have been caused by an external source of electromagnetic interference (emi). The device has not delivered any shocks since implant. Ts recommended aggressive postural based isometrics and pocket manipulations to exclude potential lead issues such as hidden fractures.

Event description:
The patient was brought back into the clinic and the recommended troubleshooting was performed. All measurements were acceptable and within normal limits. The physician elected to monitor the patient. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.